Event description:
It was reported that the customer was hospitalized due to diabetes keotacidosis and high blood glucose. Advised the caller had the customer to call to troubleshoot the device. Attempted to contact the customer several times without results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.